Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10431. The pt reported experiencing redness and a burning sensation while charging her ipg. The pt stated, she first noticed this approx two months ago. The pt advised, she feels the charger heating approx 20 minutes after the charging session begins. The charger heating leads to a burning sensation that lasts for about two hours. The pt stated, she has tried the MFR recommendations to avoid heating while charging to no avail. The pt plans to follow up with her primary care physician at a later date to discuss the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.